Event description:
A surgeon reported a pt experiencing halos and glare following bilateral intraocular lens (iol) implant surgery. The surgeon further reported that the pt was driving more at night and was bothered more by the glare and halos. Additional info has been requested. There are two medical device reports associated with this event. This report if for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/5/08 by fax and mail. The surgeon has indicated that he will not be returning the questionnaire.